Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this lead displayed a lack of pacing. A chest x-ray was performed where the lead was noted to be stable; no dislodgement. All lead measurements were reported to have been within normal limits. Of note, during this occurence the patient had been in the intensive care unit (ICU). The clinical observations were not observed again during the remainder of the patient's stay. It was suspected that the equipment in the ICU contributed to the reported clinical observations. There were no adverse patient effects reported.